Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had shortened life expectancy due to high right atrial (ra) and right ventricular (rv) outputs. The device was explanted and replaced. The ra and rv lead had high thresholds and were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2013 (B)(6). (B)(4).